Manufacturer narrative:
The patient was born on an unreported date in 1966. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to non-compliance to the sterile technique and poor environment/source of water (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis (doses, frequencies, and routes not reported). Four days after peritonitis onset, antibiotic treatment was discontinued. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis (hd). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.